Event description:
A hospital reported to our distributor that 2 units of the mr290v autofeed vented humidification chamber connected to an rt235 breathing circuit, overfilled with water as both the floats in the chambers did not work. Water subsequently entered the breathing circuit. One of the affected chambers was discarded. No patient consequence was reported.

Manufacturer narrative:
The returned chamber (1 unit) was inverted and both primary and secondary floats observed for movement. Results: both floats remained fixed to the aluminium base when they should have moved. Upon inspection, a large bow was observed on the edge of the aluminium base immediately to the left of the hinge bracket. There is also crazing in this area. Conclusion: chamber overfilling is a known failure mode. Impact damage to the chamber, for instance by dropping, can lead to misalignment and subsequent jamming of the valve float mechanism. This prevents float operation, allowing water to fill uncontrolled in the chamber. The bow observed in the aluminium base indicates an impact. Our instructions for use indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line. Fisher & paykel healthcare has an open CAPA item to address mr290 chamber overfilling. Our monitoring and trending of chamber overfilling has a rate of occurrence worldwide of 0.0008% in the last year to august 2008.